Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported the light module stopped after a procedure. There was no patient involvement. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and confirmed the reported event. The company service representative noted the system generated system message (sm) - (ballast failure (current). Illuminator functions will be disabled). The illuminator module was replaced to resolve the issue. The system was then tested and met all product specifications. The system was manufactured on october 5, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a non-conforming illuminator module. The manufacturer internal reference number is: (B)(4).